Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on the performa system within 10 minutes: 155 mg/dl, 79 mg/dl, and 121 mg/dl. No adverse event reported. The remaining strips were used; therefore, no product could be requested to be returned for product evaluation.

Manufacturer narrative:
The customer returned the empty strip vial for evaluation. Because no test strips remain in the vial, the evaluation cannot be completed.